Event description:
Without the implicated unit, co cannot conduct a direct analysis. An investigation into the mfg history of the lot number that co reported (627607) revealed that this lot was mfg in accordance with documented procedures and met all specs required for release. No similar reports for this lot have been received.